Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that bilateral suture placement in the common femoral arteries was being performed with prostyle devices via a 6f sheath hole prior to an interventional thoracic endovascular aortic repair (tevar) procedure. Reportedly, in the right common femoral artery after successful deployment of the first device, a cuff miss [suture retrieval issue] occurred on the second device. The suture of a new prostyle device was successfully pre-placed. The sutures of two prostyle devices were also then successfully pre-placed in the left common femoral artery without issue. The sheath was upsized to a 16f sheath, and the tevar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.